Event description:
Surgeon indicated that one of his pts sent him a note indicating the pt was converted to a total knee by another surgeon in roanoke va for a loose tibial component. Conversion to total knee was uneventful.

Manufacturer narrative:
Add'l catalog #: 100026. Add'l lot #: 0904008. Add'l expiration date: 05/2011. Add'l device manufacture date: 05/2009. Product was not returned for eval. No evidence suggesting of any product/system failure, and the need for corrective action is not indicated. Doctor performing the conversion: (B)(6). Alexandria research technologies considers the investigation of this event closed at this time. Should the product be returned or add'l info rec'd, the investigation may be re-opened.